Manufacturer narrative:
Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the (B)(6) parliament and of the council. Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that was unable to power on during a patient event. The patient associated with the reported event did not survive, however the customer confirmed that the reported device issue did not contribute to the patient outcome.

Event description:
The customer contacted stryker to report that was unable to power on during a patient event. The patient associated with the reported event did not survive, however the customer confirmed that the reported device issue did not contribute to the patient outcome.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify the reported issue. The electronic device records of the reported date were unavailable for evaluation. The defib protocol identified that the device passed its self-test on the date of the reported event. Root cause is unable to be determined. The customer also confirmed that the day after the reported event, the device would boot up normally with reoccurrence of the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.